Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pca administration kit was damaged. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. New pca tubing was opened and primed with med. Connection port where tubing connects to IV had crack and med therefore leaked and didn't reach patient. Had to waste med in tubing and get new set-up.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10800175 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.